Event description:
It was reported that the patient was admitted to the hospital due to pancreatitis and syncope. The impedance on the right atrial (ra) lead has been increasing slowly over time and is out of range. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58, lead, implanted: (B)(6) 2012. (B)(4).